Manufacturer narrative:
This incident is being recorded as an initial final report under (B)(4). G2: foreign - event occurred in japan. E1: telephone- (B)(6). Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history records identified no deviations or anomalies during manufacturing. The reported event is confirmed. The root cause of the reported issue is attributed to a manufacturing and design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device exhibited water pressure that was too low to use. Post-event evaluation found the device would not power on with the original battery pack but powered on and functioned normally in both modes when connected to a laboratory battery pack. Visual inspection identified electrolyte leakage within the battery pack, with batteries installed in the correct orientation and no apparent wiring damage. The patient experienced no serious injury. There was no information provided as it relates to surgical delay. Diligence is complete as no additional information is available.